Manufacturer narrative:
Patient information unavailable. Device lot number, expiration date unavailable. Device manufacture date unavailable because lot number unavailable.

Event description:
A lead extraction procedure commenced to remove a right ventricle (rv) lead due to occlusion and need for an upgrade. Prior to the procedure, a spectranetics bridge occluding balloon was prophylactically ''staged'' within the patient's inferior vena cava (ivc). In the event that an emergency occurred during the procedure, the bridge balloon could then be positioned and inflated within the superior vena cava (svc) to provide occlusion of the svc as a rescue measure. It was reported that two spectranetics lead locking devices (lld's) into a boston scientific ingevity lead. It was also reported that the patient's clavicle was ''rock hard'' but the physician was able to get through the area in his attempt to free the lead. It was reported that the rv lead was snared from below for removal; lead removal was successful. New biventricular ppm leads were then placed. Use of the bridge balloon was not necessary during the lead extraction procedure. When the bridge balloon was removed from the body after the procedure, the physician noted a ''massive thrombus'' on the bridge balloon, reportedly unable to be removed. No patient injury or harm was reported. The manufacturer became aware of this event from a physician presentation and from subsequent conversations with the physician and manufacturer.

Manufacturer narrative:
Field safety action has been issued for this event 20 april 2020.